Manufacturer narrative:
No new information received since the last report submitted, only corrected information in this report which were wrong in the last submission. This medwatch is also submitted to send the result of the investigation of this complaint. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided, based on the product history records and the recurrence of this type of event for this implant, it is assessed that the event could be due to mishandling when releasing implant from inserter. However, the description received did not allow to understand perfectly if the surgical steps were followed or not & requests for additional information did not receive a response, this hypothesis could not be validated. Root cause is unknown. The investigation found no evidence to indicate a device issue. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
Mobi-c p&f us: inserter would not release the implant causing disassembly of the implant. Another instrument was used to insert a new implant. No harm to the patient.

Manufacturer narrative:
Additional information requested. Not returned to manufacturer.

Event description:
Mobi-c p and f us : inserter would not released from implant. Causing disassembly the implant. Another instrument was used to insert a new implant.